Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown 7 hole locking compression plate narrow large fragment. Implant date: unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal procedure was performed on (B)(6) 2014 on the humerus of a male patient with a history of traumatic brain injury. The surgeon removed a seven hole locking compression plate narrow large fragment plate, five 4.5 millimeter (mm) cortical screws and two 5.0 mm locking screws due to non-union and breakage of two screws the type and location of screws is unknown. Date of original implant is unknown. It was also reported that the devices were removed and the pieces of the two screws remain in the patient. New hardware was implanted. It was reported that the procedure was successfully completed. This report is for an unknown 7 hole locking compression plate narrow large fragment this report is 1 of 3 for complaint (B)(4).